Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The returned device was tested and this showed physical damage to the battery area. Additional components showed damage consistent with damage sustained during use.

Event description:
Information was received that a smiths medical level 1 hotline low flow system, has a damaged battery. No adverse effects were reported.